Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the ok button symbol was worn and the keypad was torn at the down key. The up and down arrow keys were intermittently unresponsive and the contrast and ok keys responded appropriately. Evaluation revealed there was contamination under the up and down button contacts. Unrelated to the complaint, display screen has a pink contrast.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the down arrow button was intermittently unresponsive. The reporter stated that she noticed today that the down arrow button was peeling. The reporter confirmed there was no trauma or moisture to the pump. The patient reportedly wore the pump attached to a belt and cleans the pump with an alcohol wipe. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.